Event description:
Philips received a complaint from the customer on the v60 indicating that the turbine temperature is too high. It was reported there was no patient involvement at the time the issue was discovered. An onsite evaluation is pending.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Manufacturer narrative:
H10. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the turbine temperature was too high. A field service engineer (fse) then went on site and confirmed the reported issue. The fse replaced the turbine to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. H11. Updated contact information and contact office entity 1.